Manufacturer narrative:
Torn isolator. Evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and gave an error code 3. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported that the customer could not get the system to pass pre-run, but eventually it did pass. The rep was not present and did not have any error information if any. Once the system passed, the customer could not get the system to activate on either hand switching or foot pedal. The customer replaced the handpiece and proceeded. The rep had no further details on whether the case was completed successfully or not. The rep tested handpiece one and received intermittent error 5 during pre-run with test tip. The system emitted mixed solid tones and the handpiece got hot but did not produce any errors with test button. The rep tested handpiece two which emitted screaching during pre-run and received error 3 (4f bad hp with test tip) with test button.